Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Upon initial inspection the device was ruptured. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. A manufacturing record evaluation (mre) was performed for the finished device number 6948249, and no non-conformances related to the reported complaint condition were identified. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: right side breast implant rupture, bilateral implant malposition, and left side wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number: (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with 800cc mentor memorygel breast implant mentor gel implant and was presented with right side breast implant rupture, bilateral implant malposition, and left side wrinkling. As a result, capsulorrhaphy was performed for the malposition and right side device was explanted, and replaced with catalog number: 3505800bc; and serial number (B)(4) on (B)(6) 2019. This report is for the patient¿s right-sided device.